Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a green/teal half ring. Visual inspection confirmed the complainant¿s experience of particulate. However, additional testing confirmed that the material of the returned particulate was unlikely to have originated from applied medical¿s product. The visual inspection of the event unit and the testing performed on the returned particulate confirmed that an applied medical product was not involved in the reported event. Therefore, a product malfunction did not occur with an applied medical product and the event is not reportable.

Event description:
Procedure performed: unknown. Event description: the trocar disassembled during surgery, releasing the green plastic half ring inside the abdominal cavity. The material that fell into the abdominal cavity was completely removed by the surgeon. The procedure was completed normally, with no complications for the patient. The hospital discarded the product. The procedure was completed without any complications for the patient. Product is not available for return. Additional information was received on 21mar2023 via email from the distributor: the hospital found the product and forwarded it to us. Expect product return for investigation. Patient status: the procedure was completed without any complications for the patient.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: the trocar disassembled during surgery, releasing the green plastic half ring inside the abdominal cavity. The material that fell into the abdominal cavity was completely removed by the surgeon. The procedure was completed normally, with no complications for the patient. The hospital discarded the product. The procedure was completed without any complications for the patient. Product is not available for return. Patient status: the procedure was completed without any complications for the patient.